Manufacturer narrative:
E3-occupation is patient/consumer the test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to a laboratory using an unknown reagent. The meter result was 3.0 inr. The result from the laboratory within one hour was 2.3 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests on a monthly basis.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Vial #1 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr vial #2 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. It was observed that the customer's meter's patient result memory had the meter's time/date set incorrectly. It was therefore difficult to determine if and when the customer's alleged results occurred. According to the chronological order of the meter's most recent five results, the customer's alleged result of 3.0 inr was not observed. Instead, the result observed in place of the alleged result of 3.0 inr was 2.9 inr on (B)(6) 2003. Additionally, the customer's alleged results of 4.4 inr on (B)(6) 2023 and 2.3 inr on (B)(6) 2023 were not observed at any time in the meter's patient result memory. Medwatch fields d9 and h3 have been updated.